Event description:
It was reported that patient lost weight and experienced pain as well as discomfort at ipg site. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket site was revised. No product was explanted. Effective therapy was restored and issue has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.